Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis/pulmonary embolism and nephrolithiasis. The deployed filter was placed approximately 1 cm inferior to the left renal vein parallel to the walls of the ivc which was lying somewhat oblique. Patient tolerated the procedure well. Approximately six months post filter deployment, the patient presented for retrieval of the filter. A cone retrieval system was initiated, several attempts were unsuccessful in positioning the cone over the filter, the patient complained of severe right abdominal pain and the cone was withdrawn. A gooseneck snare introduced resulted in the inability to engage the hook of the filter, a second 20 mm snare was used resulting in an unsuccessful retrieval. It was determined the apex of the filter was likely embedded in the ivc, which explained the patient¿s pain on the attempted removal. Inferior venacavagram did not reveal extravasation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Per the medical records, multiple unsuccessful retrieval attempts were made using cone retrieval system, angiodynamic gooseneck snare and second 20 mm snare. It was also determined that the apex of the filter was likely embedded in the ivc. Therefore, it is possible that the embedded apex of the filter likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: retrieve the g2 x filter using an intravascular snare or a recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted and embedded in the wall of the ivc and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Approximately seven years post filter deployment, it was recommended to the patient to have the filter removed as four limbs of the filter were perforating the ivc. The patient allegedly experienced physical pain, however, the status of the patient is unknown.